Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for high blood glucose after earlier overtreating a low while using the ilet system, and the agent reviewed the ilet report and blood glucose questionnaire, advised intake of 2¿3 ounces of juice for lows, and noted the ilet trend was downward at the time of the call. Symptoms included hyperglycemia following treatment of hypoglycemia. Outcomes included no hospitalization, no emergency care, and no injury. Investigation included a review of device data and user-reported history with troubleshooting and education provided. Investigation of this case revealed user management of hypoglycemia with overtreatment contributed to subsequent hyperglycemia, with the device operating as designed. It was concluded that the event was related to user therapy management rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.